Manufacturer narrative:
The event reported on this report is duplicated and any updates will be captured in MFR report#: 0002249697-2015-04193.

Event description:
It was reported that surgeon revised patient's left hip due to infection. Surgeon did a poly exchange and converted to an mdm.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that surgeon revised patient's left hip due to infection. Surgeon did a poly exchange and converted to an mdm.